Event description:
It was reported that during a chronic catheter placement procedure via the subclavian vein, the canula allegedly got stuck on the guidewire. It was further reported that the health care professional had to remove the canula along with guidewire, but the guidewire allegedly got stuck inside the patient. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2028). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen,12f that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen,12f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle with a loaded j-tip guidewire was returned for evaluation. Functional, gross visual and dimensional evaluations were performed. The distal end of the j-tip guidewire was exposed at the introducer needle bevel. The j-tip of the guidewire was noted to be bent. An attempt to further advance the loaded guidewire into the introducer needle was performed and was unsuccessful after resistance was felt. The guidewire did not move at all. An attempt to remove the loaded guidewire from the introducer needle was attempted and was successful after resistance was felt. What appeared to be thrombus, was noted proximal to the distal portion of the guidewire after exiting the introducer needle. Therefore, the investigation is confirmed for the reported physical resistance issue. However, the investigation is inconclusive for the reported difficult to remove and entrapment issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure via the subclavian vein, the canula allegedly got stuck on the guidewire. It was further reported that the health care professional had to remove the canula along with guidewire, but the guidewire allegedly got stuck inside the patient. The procedure was completed by using another device. There was no reported patient injury.